Manufacturer narrative:
(B)(4). This report of a system error 2367 alarm was not confirmed and the cause was not identified. The lot number is unknown; therefore, a batch review cannot be performed.

Event description:
This is an international report of a home choice (hc) machine that sounded a system error (se) 2367 during initial drain. The home patient (hp) was connected. The technical service representative (tsr) asked hp if any alarms occurred prior to se 2367 and the hp stated no. The tsr had the hp recycle power and the hc displayed power restored/initial drain. The drain volume (dv) equaled 1334ml. The hp was advised to do a manual exchange and contact the peritoneal dialysis nurse for further instructions. There was patient involvement but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.